Event description:
The customer reported that on (B)(6) 2011 erroneous glycohemoglobin a1c (hba1c), blood urea nitrogen (bun) and creatinine (cr-s) results were generated on a unicel dxc 600i synchron access clinical system for eighteen patients. The hba1c, bun and cr-s erroneous results appear to have been generated from a single, central instrument problem. Beckman coulter inc. Assessment of customer supplied data indicated that involvement of eighteen patient samples. One patient sample generated initial and repeat cr-s and bun results which were reproducible and within precision claims, and hence were not regarded as imprecise/erroneous. Seven patient samples possessed lower cr-s initial results that, upon repeat on another instrument, recovered higher and were regarded as valid. Seven patient samples possessed lower bun initial results that, upon repeat on another instrument, recovered higher and were regarded as valid. Three patient samples possessed higher hba1c initial results that, upon repeat on another instrument, recovered lower and were regarded as valid. The erroneous initial results were reported outside the laboratory; however; there were no reports of deaths, serious injuries or changes to patient treatment associated or attributed to this event. Instrument quality control results executed during the timeframe of the event were within established ranges however were lower than mean. No sample collection/handling information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) found that reagent probe b was leaking and discovered a faulty waste valve. The valve was replaced to correct the problem. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. Hardware was the root cause of this problem.